Manufacturer narrative:
It was reported that intervention was performed on (B)(6) 2025 where a 44mm non medtronic device was implanted in zone zero to treat a type ia endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported unknown endoleak was confirmed to be likely a ia endoleak with inadequate distal seal of the distal stent graft also noted, although a cause of these events could not be determined. The reported stent graft ring expansion could not be confirmed based on the films received. Measurements obtained during the reviewed CT scans did not show stent graft expansion beyond its nominal diameter. Disease progression with aneurysm morphology changes over the six years of implantation of the devices may have contributed to the type ia endoleak and inadequate seal, but this could not be confirmed. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant captivia stent grafts were implanted during the endovascular treatment of a thoracic aortic aneurysm on an unknown date. The vamf4646c150tj, sn (B)(6) is the most proximal device, followed by vamc3838c100tj, sn (B)(6) implanted distally. Follow-up CT imaging taken approximately 6.5 years post-index procedure revealed an endoleak and aneurysm expansion. The aneurysm expansion was observed at both the proximal and distal portions of the implanted stent graft. It was confirmed that there was no calcification, tortuosity, or thrombus present that could have contributed to the endoleak. The physician is concerned about the expansion of the proximal end of the stent graft. Per the physician the cause of the unknown endoleak and aneurysm expansion is undetermined. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: it was reported that the physician¿s measurements regarding the stent expansion allegation were as follows: 47 mm at the proximal section of vamf44646c150tj, 45 mm at the overlap section, and 37 mm at the distal section of vamc3838c100tj. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.